Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 958 mg/dl. The customer alleged that an empty cartridge alarm occurred while the cartridge was not empty; however, customer declined troubleshooting with tandem technical support and the alleged root cause could not be confirmed. Customer administered a bolus via the pump to address the issue and was "life flighted" to the hospital. Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline and insulin. Customer was discharged 2 days later with the issue resolved and no permanent damage. The customer reverted to an alternate method of insulin therapy.